Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1 the cause of the issue was not established as no product or logs were returned and insufficient information was provided

Manufacturer narrative:
Updated information: h6 investigation type added b18. Additional information was provided stating this pump was disposed of and unable to return.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an rp flex on a 53 year old male due to acute myocardial infarction. It was reported that the placement signal was unreliable with the flow and motor current normal. The pump was eventually explanted and the patient survived the procedure.